Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿an oxygen leak was detected¿ was verified by functional testing. Under normal conditions, no gas leaks were detected. However, when the ambient temperature was low, gas leaks were observed from inside the unit. The reported issue was caused by a malfunction of the supply gas pressure indicator assembly. The supply gas pressure indicator assembly was replaced, and the device passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an oxygen leak was detected. The event occurred during priming before patient use.